Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6)2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6)2015 produced results of 168 mg/dl and 161 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6)2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 232mg/dl, (B)(6) 2015, 01:21:00 pm, fasting: no; 241mg/dl, (B)(6) 2015, 01:28:00 pm, fasting: no; 191mg/dl, (B)(6) 2015, 01:59:00 pm, fasting: no; 90mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes; 201mg/dl, (B)(6) 2015, 01:22:00 am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.